Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the vasospasm was related to product performance of the farawave catheter. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The farawave's instructions for use state "potential adverse events associated with use of the farawave catheter includes, but are not limited to: vasospasm".

Event description:
It was reported that the patient experienced a coronary spasm. During an ablation procedure to treat paroxysmal atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced a coronary spasm after six ablation applications to the left superior pulmonary vein (lspv). Changes in electrogram (EKG) constants for the patient were observed at the time the coronary spasm occurred. The medication isosorbide dinitrate was administered but did not resolve the spasm. The ablation procedure was cancelled and a coronary angiogram was performed. Two coronary lesions were discovered. The patient was hospitalized but is expected to fully recover. The patient was scheduled to have a dilatation procedure performed to treat the lesions before coming back for radiofrequency ablation to finish treatment for paroxysmal atrial fibrillation as well. The device is not expected to be returned for analysis due to disposal. It was further reported that after the procedure the patient underwent an angiography which identified a coronary artery blockage embolism.

Event description:
It was reported that during an ablation procedure to treat paroxysmal atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced a coronary spasm after six ablation applications to the left superior pulmonary vein (lspv). Changes in electrogram (EKG) constants for the patient were observed at the time the coronary spasm occurred. The medication isosorbide dinitrate was administered but did not resolve the spasm. The ablation procedure was cancelled and a coronary angiogram was performed. Two coronary lesions were discovered. The patient was hospitalized but is expected to fully recover. The patient was scheduled to have a dilatation procedure performed to treat the lesions before coming back for radiofrequency ablation to finish treatment for paroxysmal atrial fibrillation as well. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.